Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer changed the site. Customer's blood glucose level was 384 mg/dl. The reservoir leaked into the device. The insulin pump alarmed low battery during the self-test. The device was not returned.